Manufacturer narrative:
Additional information indicates that there was no lead migration per physician. Physician believes patient is experiencing new pain unrelated to the stimulator. This device is no longer considered reportable.

Event description:
Additional information indicates that there was no lead migration per physician. Physician believes patient is experiencing new pain unrelated to the stimulator.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system due to lead migration. As a result, surgical intervention may take place at a later date to address the issue.